Event description:
During use for a cardiopulmonary bypass procedure, the gas delivery module displayed the message "calibrate o2 sensor". An alternate gas mixer was employed. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Method: actual device involved in the event was evaluated. Electrical tests performed. Performance tests performed. O2 sensor. End of life - premature. Device failure directly caused event. Device repaired and returned. The gas delivery module was investigated by the MFR. The loss of calibration of the module was concluded to be due to the premature expiration of the o2 sensor electrolyte.